Manufacturer narrative:
User facility has not contacted manufacturer to describe incident or return product. Due to the time since the incident occurred, no pad or monitor has been returned for evaluation. Without product, manufacturer is unable to identify any product defect or malfunction. Manufacturer sent letter educating facility on usage of the product.

Event description:
On (B)(6) 2011, stanley security solutions, inc., received a call from the (B)(4) seeking info about ump brand fall monitors. It was reported that a resident at (B)(6), fell after being left by her sitter, and that ump brand fall monitors were in use at the time. The resident suffered a holohemispheric subdural hematoma and a right humorous hematoma. To date, user facility has not contacted manufacturer to report a problem with the device.